Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The first day of treating with the bhs there was no pain. The patient began wearing the unit to school and started to feel pain. The patient reported that she wore it during the night and awoke the next morning in severe pain. The patient tried to wear the unit again and within five minutes she experienced the pain. The patient stated that the pain was at the top of her foot all the way to the bottom. The patient advised their doctor of the pain and the doctor switched the patient to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added . D10: device availability added. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added . H6: method code updated to 10: testing of actual/suspected device . H6: method code updated to 3331: analysis of production records . H6: results code updated to 213: no device problem found . H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The first day of treating with the bhs there was no pain. The patient began wearing the unit to school and started to feel pain. The patient reported that she wore it during the night and awoke the next morning in severe pain. The patient tried to wear the unit again and within five minutes she experienced the pain. The patient stated that the pain was at the top of her foot all the way to the bottom. The patient advised their doctor of the pain and the doctor switched the patient to a different device for treatment. No additional patient consequences have been reported.